Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate shock. Data revealed noise, indicative of a fracture or insulation break. The lead was capped.